Event description:
Patient received right lens implant early this year. No problems with surgery or follow-up care. Approximately two months later, the patient was diagnosed with pneumonia and given antibiotics at a clinic. Within 6 hours of taking meds, face began to swell. Came to our ER 5 days later, and was diagnosed with necrotizing fasciitis. Was taken to the or four consecutive days for debridement of parapharyngeal space, right lip, face and parotid area. Cultures grew mrsa. Septic shock - treatment with vano, zosyn, clindamycin and fluconazole. Patient died on the fourth day.====================== health professional's impression======================md unsure if this event had anything to do with the corneal lens implant from 2 months prior.